Event description:
Harmonic scalpel curved shears tip broke during laprascopic surgery md and or staff looked for part of tip but couldn't find. Called ethicon and talked with clinical rn. Piece of tip was never found, left in pt. Ethicon vendor notified. Will come in to retrieve harmonic scalpel to take back to company.